Manufacturer narrative:
The field service engineer replaced sipper and vacuum nozzles, sample probe, tubes, and seals. He cleaned the fluidics and adjusted the sample probe. As many analyzer parts were replaced, the investigation was unable to determine a specific root cause.

Manufacturer narrative:
The sodium electrode lot number was fra85. The chloride electrode lot number was gbk52. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The samples were repeated on a cobas pure analyzer. For sodium (na): sample 1 initial result was 147 mmol/l, and the repeat result was 140 mmol/l. Sample 2 initial result was 154 mmol/l, and the repeat result was 142 mmol/l. Sample 3 initial result was 152 mmol/l, and the repeat result was 143 mmol/l. Sample 4 initial result was 152 mmol/l, and the repeat result was 144 mmol/l. For chloride (cl): sample 5 initial result was 121 mmol/l, and the repeat result was 100.9 mmol/l. Sample 6 initial result was 111 mmol/l, and the repeat result was 104 mmol/l. Sample 7 initial result was 113 mmol/l, and the repeat result was 105.9 mmol/l. Sample 8 initial result was 108 mmol/l, and the repeat result was 101.8 mmol/l.